Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain painful'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and diverticulitis ('diverticulitis') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydia trachomatis infection, cervical dysplasia, hematuria, vaginitis and uterine leiomyoma. Essure confirmation test was done but type of test was unknown, results were unknown. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal disorder ("infection (other): vaginosis") and vaginal discharge ("vaginal discharge"), 3 months 21 days after insertion of essure. On (B)(6) 2010, the patient experienced acne ("rashes or skin conditions: bad acne"). In 2016, the patient experienced weight fluctuation ("weight gain/loss: did not specify: fluctuation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain painful"). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti's/infection (bladder/urinary tract/vaginal) type: uti"), abscess ("other injuries or complications: abscesses"), diverticulitis (seriousness criterion medically significant), gastritis ("gastritis"), constipation ("chronic constipation"), gastrointestinal pain ("pain in gut") and abdominal distension ("lot of bloating"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, vaginal disorder, migraine, abdominal pain, acne, vaginal discharge, weight fluctuation, abscess, diverticulitis, gastritis, constipation, gastrointestinal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, acne, constipation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrointestinal pain, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date per mr: (B)(6) 2007 ,(B)(6) 2009. And previously mentioned as 2014. Current weight: 312 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Colposcopy - on an unknown date: completely clear , no bloackage. Endoscopy - on an unknown date: . Pathology test - on an unknown date: hysterectomy and bilateral salpingectomy: cervical transformation zone with chronic active inflammation. Fibrotic endometrial surface consistent with prior ablation. Uterine leiomyomata, intramural (up to 2.9 cm diameter). Fallopian tube segments (2) with no histopathologic changes. Unilateral paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginosis, abdominal pain, dysmenorrhea, acne. Concerning the injuries reported in this case the following were reported via social media- diverticulitis, gastritis, chronic constipation, pain in gut, bloating. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- diverticulitis, gastritis, chronic constipation, pain in gut and lot of bloating. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain painful'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and diverticulitis ('diverticulitis') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydia trachomatis infection, cervical dysplasia, hematuria, vaginitis and uterine leiomyoma. Essure confirmation test was done but type of test was unknown, results were unknown. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal disorder ("infection (other): vaginosis") and vaginal discharge ("vaginal discharge"), 3 months 21 days after insertion of essure. On (B)(6) 2010, the patient experienced acne ("rashes or skin conditions: bad acne"). In 2016, the patient experienced weight fluctuation ("weight gain/loss: did not specify: fluctuation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain painful"). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti's/infection (bladder/urinary tract/vaginal) type: uti"), abscess ("other injuries or complications: abscesses"), diverticulitis (seriousness criterion medically significant), gastritis ("gastritis"), constipation ("chronic constipation"), gastrointestinal pain ("pain in gut"), abdominal distension ("lot of bloating") and anaemia ("severely anemic"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, vaginal disorder, migraine, abdominal pain, acne, vaginal discharge, weight fluctuation, abscess, diverticulitis, gastritis, constipation, gastrointestinal pain, abdominal distension and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, acne, anaemia, constipation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrointestinal pain, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date per mr: (B)(6) 2007 ,(B)(6) 2007, (B)(6) 2007. And previously mentioned as 2014. Current weight: 312 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Colposcopy - on an unknown date: completely clear , no bloackage. Endoscopy - on an unknown date: . Pathology test - on an unknown date: hysterectomy and bilateral salpingectomy: cervical transformation zone with chronic active inflammation. Fibrotic endometrial surface consistent with prior ablation. Uterine leiomyomata, intramural (up to 2.9 cm diameter). Fallopian tube segments (2) with no histopathologic changes. Unilateral paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginosis, abdominal pain, dysmenorrhea, acne. Concerning the injuries reported in this case the following were reported via social media- diverticulitis, gastritis, chronic constipation, pain in gut, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new event, "severely anemic" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain painful'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydia trachomatis infection, cervical dysplasia and hematuria. Essure confirmation test was done but type of test was unknown, results were unknown. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal disorder ("infection (other): vaginosis") and vaginal discharge ("vaginal discharge"), 3 months 21 days after insertion of essure. On (B)(6) 2010, the patient experienced acne ("rashes or skin conditions: bad acne"). In 2016, the patient experienced weight fluctuation ("weight gain/loss: did not specify: fluctuation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain painful"). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti's/infection (bladder/urinary tract/vaginal) type: uti") and abscess ("other injuries or complications: abscesses"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2019 hysterectomy, ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, vaginal disorder, migraine, abdominal pain, acne, vaginal discharge, weight fluctuation and abscess outcome was unknown. The reporter considered abdominal pain, abscess, acne, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date per mr: (B)(6) 2007 & (B)(6) 2009 and previously mentioned as 2014. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginosis, abdominal pain, dysmenorrhea, acne. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/urinary tract/vaginal) type: uti, infection (other): vaginosis, migraines/headaches, pelvic pain, abdominal pain, rashes or skin conditions: bad acne, vaginal discharge, weight gain/loss, other injuries or complications: abscesses. Patient's medical history was added. Patient's concomitant medication was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.